Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
Tooth extraction for #30 tooth. Dentist did not confirm that it was an emergency but she is in a lot of pain. (B)(6) 2024 I went to my dentist because this tooth has been hurting for a little while. She's done x-rays on it before and didn't see anything so this time she sent me to an endondist since the pain has only been getting worse. They did a CT scan of the tooth and sent it to a radiologist. They originally thought they could do a procedure where they slice through the gums and them trim the roots but apparently I've already had that done and now the root is too short. There's also a crack in the tooth as well.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.